Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on 12/11/2016 alleging the patient experienced hyperglycemia while on insulin pump therapy with blood glucose measuring 600 mg/dl with associated symptoms of dehydration, polydipsia and polyuria. The patient reportedly did not receive any treatment above and beyond the usual routine of diabetes care and management. The reporter alleged the pump experienced a call service alarm issue. Animas customer support performed troubleshooting and determined the patient¿s event involved use error. This complaint is being reported because the patient experienced a serious injury while on insulin pump therapy associated with use error. Product return not required.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05/31/2017 with the following findings: during investigation, the data from the date of the reported complaint had been overwritten. The last basal delivery was on (B)(6) 2017. There was no 064 alarm observed. The total daily dose added up correctly and reflected the programed basal rate target. The pump reflected 24 u after a 24 hr 1 unite duration test. There were no cs 064 alarm s during the investigation. The product performed within specification and was unable to duplicated a cs 064 complaint. The pump¿s cover was removed and there was no intermittent condition found to the motor flex connector. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).